Event description:
It was reported by service report that the motion interrupt pan was missing, and the scale was not functioning accurately. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan and faulty head-end right load cell.